Event description:
A customer reported to olympus that there was no image for the evis exera ii bronchovideoscope. The issues occurred during preparation. There was no patient harm associated with the event. 2 3

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. During inspection, it was found it was not working at all. During the inspection also found scratches/dents not catching cotton, lifted, glue patched, saturation/ intermit, flicker, continuity / unstable, scratches/labels, and conformity european (ce) missing/fading. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "inspection of the endoscopic image" olympus will continue to monitor field performance for this device.